Manufacturer narrative:
Based on the results of the investigation, a definitive root cause for the missing adhesive was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the flex deflectable videoscope adhesive missing from the bending section. There was no report of patient involvement.